Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours on the arm. The patient's blood glucose level reached 14 mmol/l (252 mg/dl). Symptoms reported include pain and swelling. The patient visited their physician and was diagnosed with an abscess. The patient was prescribed amoxicillin. Hyperglycemia treated with a new pod. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.